Event description:
Pt had right tka (B)(6) 2009. Now pt feeling "locking of knee" inability to straighten knee and or bear weight. Then he felt poop and now knee is swollen, pt had revision tka with debridement and excision of patella component, right knee (B)(6) 2014. Patellar component had "completely dislodged from patella". Add'l lot # 60834751.